Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample and one photo were provided for evaluation. The barrel label has the control number (B)(4). This unit belongs to an engineering run evaluating a new flow wrap supplier. The samples were intended for testing the flow wrap material. One photo was provided. It shows the syringe¿s barrel label with the control number. Root cause was improper line clearance after running this engineering run. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history record review could not be completed as no batch number was provided. Root cause description: root cause was improper line clearance after running this engineering run. Rationale: n/a.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced incorrect label information which was noticed prior to use. The following information was provided by the initial reporter: material no.: 306547, batch no.: unknown. Reported issue: product has a sticker that says not for human use.